Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the device became stuck closed on the omentum with no tissue injury noted. The jaws would not open. The jaws were not cleaned before the issue and the device did not have any eschar on the jaws. The device was used 5 times before jaw jammed. After the surgeon forced the handle to open, the device did the same thing on the very next jaw closure. A new device was opened to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. The visual inspection found that the device was returned with the jaw close. The reported condition was not confirmed. However, an additional failure was found; the device was difficult to open. The investigation found that the handle of the device was difficult to open. Further investigation found that the latch pin on the handle was bent, which was preventing the handle from moving smoothly along the track on the inside of the device body. This occurs when the handle is forced open to release the jaw after grasping on a hard object or thick tissue bundle. The user should not continue to use the device after it was forced open. The investigation identified the root cause of the reported event to be mishandling by the user. The instruction for use (IFU) states, if the lever cannot be unlatched following use, open the device by forcing the lever forward from the handle. The device will no longer function properly and must be discarded. If information is provided in the future, a supplemental report will be issued.